Event description:
It was reported that during a pci/direct-stenting treatment procedure, stent delivery, deployment, and removal difficulties were encountered. The lesion being treated was located in the ostial right coronary artery (rca). The physician had difficulty delivering the express2 monorail 02/3.5 mm stent delivery system (sds) to the target lesion. It is noted that the lesion had not been predilated. Balloon inflation/stent deployment difficulties were encountered. The physician attempted to deflate the sds balloon and remove the stent delivery system, but was unsuccessful. He sent the pt for surgical intervention, but the surgeon was also unable to pull the stent out of the pt, so he cut half of the stent out and left half of the stent in place. Ten days later. The pt died.